Event description:
A physician reported that following an intraocular lens (iol) implant procedure, along post-op examination the day after the surgery, marks on the iol are visible with the slit lamp. The sales representative adds that the implant was placed in compliance with the protocol and at the end of the surgery there were no marks on the implant. Additional information has been requested, received and stated the next post-operative check-up was scheduled in few days. Additional information has been received and the surgeon indicated that the iol had no marks pre-operatively and appeared at the slit lamp on d+1. The marks are on the visual axis but the patient is not bothered visually. No clinical consequences, no explantation planned, the patient has a good visual acuity.

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. The photo was reviewed. This was an anterior segment photo of an intraocular lens (iol) in a dilated pupil of high magnification. The light was focused on two opaque areas approximately 1 mm wide and 3 mm long oriented at 45 degrees toward the upper right of the photo. The opacity appears to be at least partially within the visual axis. The opacities are of relative consistent density with linear ¿tracks¿ in the same orientation. The opacity appears to be on the lens as opposed to a scratched of the lens. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The attached photo appeared to show either a ¿scuff¿ on the anterior of the lens or a material on the anterior lens. While the photo was of good quality a static image makes it difficult to differentiate from the two options. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information was provided that the patient is not bothered visually. No clinical consequences, no explantation planned. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).